Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an intravenous (IV) infusion of columvi with a spectrum pump. During the IV infusion, an air in line alarm was generated. It was further reported when the nurse opened the pump door to address the alarm, they forgot to clamp the tubing and the patient received an over infusion which resulted in intubation of the patient and subsequent death. According to the reporter, ¿the medication is a very low dosage and is only run at a rate of 6.25ml/hr with a total volume of 25ml for the initial dose and by not engaging the roller clamp, the bolus of medication from the amount in the tubing was significant¿. No additional information is available.

Manufacturer narrative:
The user facility reported that when attempting to clear air from the IV line, a clinician did not clamp the line before opening the door, resulting in free flow. There is no suspected device malfunction, as the issue was caused by user error. It was reported that the medication used tends to produce a lot of air bubbles. Per the spectrum operator's manual: "to prevent free flow, always ensure all clamps are closed before opening the door and unloading the IV set from the pump." Additionally, an "air-in-line" alarm presents on the pump display with instruction to close the roller clamp before opening the door. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.